Event description:
Pt. Died postsurgery, cause + date not known. Post op blood samples implicated hemolyzed specimens, cause not indentified. Concern raised regarding possibility of device contributing to possible hemolysis. Two devices used during surgery.